Event description:
According to the customer, on (B)(6) 2024 after an "open heart" procedure, the patient's foley was "not draining urine despite troubleshooting".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 after an "open heart" procedure, the patient's foley was "not draining urine despite troubleshooting". The customer reported the bladder scan indicated "475 ml of urine in bladder". The customer reported after the incident occurred the catheter was removed, and a new catheter was placed. The customer reported there was no patient harm as a result of the reported incident. The customer reported no serious injury or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.